Manufacturer narrative:
Eval summary: it was reported that the vertier surgical table was reportedly unlocking on it's own. The biomedical engineer at the user facility reported this event and order a floor lock foot and a floor lock cylinder as replacement parts. It was confirmed that the customer installed the replacement parts and the table is working properly. The parts that allegedly resulted in the reported malfunction were discarded by the customer and not returned to the MFR for further eval. As a result, the cause of the event is unk and no conclusion could be drawn.

Event description:
(B)(4). It was reported that the vertier surgical table is randomly unlocking. There was no reported pt involvement and no adverse consequence reported.